Event description:
The customer alleged an event of suspected positive biological indicator (bi). No injuries were reported from the unrecalled load. The customer reported that the chemical indicators (tape and strips) turned the appropriate colors. Inservice has been requested.

Manufacturer narrative:
(B) (4) - suspected positive bi.